Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (acc tni) result from a single pt that was generated by the access. The accu tni result was 1.16ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample for accu tni. No information was provided why the sample was re-tested. The re-peat accu tni result was 0.03ng/ml. No additional event information was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.